Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. The patient was hospitalized for ten days for the event. It was reported that the patient experienced procedural pain during hospitalization. It was not specified if the procedural pain was due to possible hernia repair surgery. Treatment for the event was not reported. At the time for this report, the patient had recovered from the hernia. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information : the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Pt age: it was reported that the patient was in his 50's. Should additional relevant information become available, a supplemental report will be submitted.